Event description:
The pt was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Asr xl acetabular system (right); asr xl acetabular system (left). Reason(s) for revision: pain. Right hip: surgery date: (B)(6) 2008. Revision date: (B)(6) 2011. Surgeon: dr (B)(6). 7/12 - update from (B)(6) spreadsheet dated 2 december 2011- added product code and lot number. Update received: 16th april 2014 - added left side hip revision date: (B)(6) 2011, added patient name, added patient ID (initials), added patient date of birth, added patient gender, added patient age, added patient right and left side hip stem lot numbers, added surgeon's title: dr, added hospital area: east london sa, added left side implant date: (B)(6) 2007, amended right side implant date: (B)(6) 2008 and clarified details. Left hip: surgery date: (B)(6) 2007. Revision date: (B)(6) 2011. Reason(s) for revision: pain. Right hip: surgery date: (B)(6) 2008. Revision date: (B)(6) 2011. Reason(s) for revision: pain.